Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury.

Event description:
It was initially reported by the surgeon that he saw the pt in his office for painful stimulation at the electrode site. He performed diagnostics and noticed high lead impedance. He took the pt into surgery as a result and observed a lead fracture in the operating room, so he decided to go ahead and replace the lead. He stated that the last good diagnostics results were obtained about 6 months ago. The pt was referred to him by the treating physician who stated that the impedance said high and they wanted the pt to be checked by him. X-rays were taken but it did not show anything. Copies of x-rays are not available for manufacturer review. No pt manipulation or trauma occurred that might have contributed to the onset of events. Explanted lead was discarded by the hospital; therefore, not available for manufacturer review.